Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was noted to have a crack in the posterior surface of the optic therefore the lens was removed and replaced with another lens in the same procedure and there was no patient harm.

Manufacturer narrative:
The reporter states the use of company handpiece, which is not qualified to be used with the associated iol model/cartridge combination. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).